Manufacturer narrative:
Follow-up # 1 ¿ (6/20/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/23/2013 and 6/11/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 2 message. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 4/29/2013 with the following findings: the test strips involved with this complaint were tested and did not pass testing, the ER 4 complaint was confirmed when tested with control solution. Testing on the meter has not yet begun. A follow up report will be submitted when lfs obtains additional information regarding this complaint. At this time, lifescan considers this matter closed.